Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure the tip mechanism had difficulties opening. The physician opened the tip capture mechanism manually by using the bailout technique. The stent graft was implanted distal to the intended landing zone, resulting in a proximal type I endoleak. The physician implanted an aortic cuff to treat a type ia endoleak. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. After the physicians implanted the aortic extension the type I endoleak was resolved.

Manufacturer narrative:
(B)(4). Off-label, unapproved, or contraindicated use (a bifurcated stent graft was not used) angiogram images at implant were reviewed. The proximal neck varied in diameter appeared to contain thrombus. Using the calibrated catheter, the patient¿s proximal neck flow lumen diameter (l-r) measured 20mm just below the lowest right renal, 15mm lower narrowed down to 14mm, at 4cm below the renal at the top of the aaa sac was 15mm in diameter. The distal aortic neck was approximately 2cm in diameter and 3cm in length. An endurant tube was seen positioned into the abdominal aorta approximately 5cm below the left renal. The stent graft was seen completely deployed; however, the suprarenal stents had not released. The spindle was seen near the level of the undeployed suprarenal stents and the tip was 2cm above the spindle. The spindle was then seen pulled back to the level of the proximal stent graft fabric and the tip/sleeve was pulled down to the top of the still undeployed stents. The next image showed that the uncombined tip and spindle had been pulled down to just below the distal end of the stent graft. The next set of images revealed that another endurant device (endurant aortic cuff) was implanted approximately 4cm above the tube; 1cm below the right renal artery. The distal end of the cuff was near the level of the tube¿s suprarenal stents. After removal of the cuff delivery system the tube suprarenal stents were noticeably more opened then previous. Another device appeared to have been implanted across the cuff and tube, and a balloon was then seen inflated across the distal cuff and proximal tube. The final angio image showed that the tube suprarenal stents appeared to have completely opened. The proximal device (cuff) implanted position was 1cm below the right renal artery and the aaa was excluded without any clear endoleak seen. The stent grafts were patent and no other issues were observed. The exact cause of the suprarenal stents not completely opening could not be determined from the films provided. The anatomy at implant could not be completely assessed. CT¿s pre and post-implant were not available for return. This event may be user related; it was reported that the physician started to deploy the stent graft with the quick release mechanism and did not rotate the back-end wheel to release the suprarenal stents. The cause of the proximal type I endoleak could not be determined, but may have also been related to the deployment difficulties.

Event description:
Additional information was received for this case. It was also noted that the physician started to deploy the stent graft with the quick release mechanism, not rotating the blue handle.